Event description:
It was reported that the patient presented in-clinic after receiving multiple inappropriate shocks. Decreased sensing was observed and lead dislodgement was confirmed via x-ray. No adverse consequences for the patient were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.